Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) it was found that the lens had a scratch. The surgeon continued with surgery and used company another lens. Procedure completed the same day. There was patient contact. Additional information has been requested however no further information available. Additional information received and stated that lens was scratched by monarch injector.

Manufacturer narrative:
Corrected information was provided in h.11. Upon further review of the initial information following the submission of the initial report, it was identified that the iol is no longer considered a suspect, as the issue (lens scratched by injector) was attributed to the company's injector. No additional reports will be submitted under this manufacturer report number: 1119421-2025-01501. All further information will be submitted under manufacturer report number: 2523835-2025-00623. The manufacturer internal reference number is: (B)(4).